Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at tubing. The infusion set was in use for 2 days. No further information available.